Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients lead, that was left implanted, was causing tissue irritation. Surgical intervention was undertaken on (B)(6) 2023 where the physician clipped some of both tails of the lead and buried them a little deeper.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.